Event description:
A report was received that during a permanent trial procedure, the neuro monitor detected possible nerve damage and the patient had difficulty moving her lower extremities. The physician believed that the symptom was procedure related and aborted the procedure. No further information can be obtained.